Event description:
It was reported that assembly nac-y site (0.160 tubing) OEM leaked due to breakage. This occurred on 72,000 occasions. The following information was provided by the initial reporter: material no: 8100-032 batch no: 19078172 it was reported that the tubing leaked due to breakage. Fluid was leaking from the bung when primed for patient use .we performed a practice test with a freeflex bag and a leakage at the first k-nect occurred between the blue rubber and the white housing of the k-nect, a broken blue rubber part was visible.

Manufacturer narrative:
This is not a finished good, and should not have been reported. Please consider the MDR cancelled. H3 other text : see h10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: na. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that assembly nac-y site (0.160 tubing) OEM leaked due to breakage. This occurred on 72,000 occasions. The following information was provided by the initial reporter: material no: 8100-032 batch no: 19078172 it was reported that the tubing leaked due to breakage. Fluid was leaking from the bung when primed for patient use .we performed a practice test with a freeflex bag and a leakage at the first k-nect occurred between the blue rubber and the white housing of the k-nect, a broken blue rubber part was visible.